Event description:
The user facility reported that the housing broke at the weld during inspection. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Additional information: d9/h3.

Event description:
The user facility reported that the housing broke at the weld during inspection. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.